Event description:
The pt/lay user contacted lifescan (lfs) alleging high readings on the lifescan meter. The medical affairs specialist (mas) mailed a letter since the pt could not be reached by telephone for further clarification. The user received a high reading of a 300 mg/dl and retested and received a 200 mg/dl. He did not experience any symptoms at the time of testing and took oral medication after attempting to use the meter. The pt made an appointment with the dr and was treated with glucose. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, the reading at the dr's office and readings prior to the incident. The test strips were in good condition and not expired. The control solution that the pt had was expired. The technique of applying blood on the test strips was correct. Customer care agent (cca) sent the pt a replacement meter. Although there is insufficient info to suggest that the product meets the criteria for a meter malfunction, this complaint is being reported as an adverse event. The user alleged he had to visit the dr due to the high meter readings and received glucose at the dr's office.